Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. No corrosion noted on the device case. Device had a stained end cap sticker a and a cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, no moisture damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had corrosion on side of drive support cap. Customer's blood glucose value was 5 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.